Event description:
A customer reported that the cartridge was not fitting properly on the pump because it was not fully snapped in. Despite this issue, the customer¿s blood glucose level remained within the normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support guided the customer to remove the pump case, inspect the pump, and clean the pneumatic tap area. An o-ring on the pneumatic tap was removed, and the area was cleaned. The customer was then able to reload the original cartridge successfully and resume insulin therapy.